Event description:
Patient with heartmate iii left ventricular assist device (lvad) therapy for 3.5 months presents with (B)(6) driveline infection (with copius drainage) + lvad alarms. Regarding the infection-> no abscess, no bacteremia, so treated with 6 weeks IV antibiotics. Lvad alarms required troubleshooting by changing the controller, and changing the modular driveline cable. When these interventions did not resolve the alarms, we asked thoratec for additional input. According to the thoratec engineers, the alarms were due to a broken or compromised communication wire. The area of compromise had to be within the internal driveline area. The remaining communication wire was functioning. Thoratec reported to us that they had recent, very limited experience with similar issue in other hm iii patients, and reassured us that they did not expect the lvad to stop as a result of this issue. Patient/family agreed that lvad exchange was not going to be pursued unless lvad function declined or lvad had stoppages later.